Event description:
It was reported that during use the right ventricular (rv) lead exhibited low impedance, and noise recorded. It was also reported that the rv lead encountered apparent leakage. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.